Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of infection. Patient reported that pump therapy was paused and he took oral medication. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.